Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) japanese male patient had impella 2.5 inserted in the left femoral for unloading purposes. The physician reported that advanced aortic regurgitation occurred after impella insertion. The patient was treated with direct cardioversion and drugs; however, a more aggressive treatment was not desired by the patient's family.